Event description:
Patient was revised to address disassociation of the insert from the tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted devices confirmed the reported device disassociation. The investigation could not draw any conclusions about the root cause of the disassociation; however, evidence was found of preferential loading of the femoral component onto the insert. It is unknown if the preferential loading was a contributing factor to the disassociation. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.